Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) came out without getting caught inside the vessel wall. There is no trace of balloon rupture. There was no reported patient injury. Hemostasis was achieved with manual compression for twenty-five minutes and resulted in no extended hospitalization. The mynx vcd was prepared according to the instructions for use (IFU). The device was purged of air during prep. There were no multiple sheath exchanges prior to the use of the mynx device. The user attempted to deploy the mynx sealant by pressing button one. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The device was used during percutaneous transluminal angioplasty (pta) procedure and used a retrograde approach. The physician has been trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated from the device, and the stopcock was found opened. The sealant was found in its manufactured position fully covered by the sealant sleeves. No damages were observed to the sealant sleeves assembly, only residues of dry blood were noted on it. Per dimensional analysis, the inflated balloon diameter was verified and noted to be within specification. Per functional analysis, the balloon of the returned device was inflated, and pressure was maintained with proper functioning of the inflation indicator. In addition, the balloon of the device was able to be fully inflated/deflated as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the balloon of the returned device could be inflated without any issue. In addition, the sealant was found in its manufactured position fully covered by the sealant sleeves and no damages were observed with the sealant sleeves assembly, only residues of dry blood were noted on it. The reported event of ¿balloon-pull through¿ was not confirmed through analysis of the returned device since there were no damages noted and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, prepping/handling factors possibly contributed to the balloon pull through as there were no signs of a rupture or damage to the balloon noted. According to the IFU, which is not intended as a mitigation, the device preparation instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull gently on the device handle until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the device and access. If the balloon was properly purged of air and excessive tension is applied to the device during the sealant deployment step, that can cause the balloon to be pulled through the arteriotomy as well. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) came out without getting caught inside vessel wall. There is no trace of balloon rupture. There was no reported patient injury. Hemostasis was achieved with manual compression for twenty-five minutes and resulted in no extended hospitalization. Mynx vcd was prepared according to the instructions for use (IFU). The device was purged of air during prep. There were no multiple sheath exchanges prior to the use of the mynx device. The user attempted to deploy the mynx sealant by pressing button one. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. The device was used during percutaneous transluminal angioplasty (pta) procedure and used a retrograde approach. The physician has been trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.